Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) portion of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. There were multiple set screw marks found on the is-1 pin, with one set too proximal. The analyst commented there are two sets of set screw marks on the is-1 pin. One set of set screw marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was programmed off, then later it was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.